Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 23-nov-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported that at the explant in 2007 a portion of the catheter had broke off so a segment was left in the patient. There was no allegation against the pump or therapy. No symptoms were reported. No further complications were reported.